Event description:
Additional information was received that indicated the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed that all conductors were intact, but deformed, which was suspected to have been a result of handling damage. Analysis testing confirmed stylet insertion difficulty.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that a placement difficulty that required multiple positioning attempts was experienced during the attempted implant of this implantable right ventricular (rv) lead. The lead moved from the desired position upon removal of the sheath. An attempt to reposition the lead was made. The physician was unable to advance the stylet into the lead. The lead was removed and observed to have fractured. A new rv lead was successfully placed without incident. No adverse patient effects were reported.